Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B53551) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous, ovarian cyst and cholecystectomy. Previously administered products included for an unreported indication: ortho-cyclen and low-ogestrel. Concurrent conditions included obesity, abdominal pain, back pain and dysfunctional uterine bleeding. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2013 to (B)(6) 2014. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psych injury/ psychological or psychiatric problems condition: depression"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("mental anguish"), nausea ("nausea") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), genital haemorrhage ("general abnormal bleeding"), back pain ("back pain") and migraine ("migraines / headaches"). The patient was treated with surgery (essure removed). Essure treatment was not changed. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, back pain, depression, female sexual dysfunction, anxiety, migraine, nausea, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: there were approximately 8 trailing coils on the left tube and 3 trailing coils on the right tube. Anticipated or scheduled date for removal : (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2017: impression: 1 no clearly acute process identified no bowel obstruction, drainable fluid collection or focal area of inflammatory change. Appendix normal. 2 no obstructing 5 mm stone left kidney. 3. Fatty infiltration of the liver. 4 status post cholecystectomy and probable essure procedure involving the right fallopian tube. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-mar-2020: quality safety evaluation of ptc. Fu 5 and 6 processed together. On 20-feb-2020: social media received. Reporter information added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B53551) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous, ovarian cyst and cholecystectomy. Previously administered products included for an unreported indication: ortho-cyclen and low-ogestrel. Concurrent conditions included obesity, abdominal pain, back pain and dysfunctional uterine bleeding. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2013 to (B)(6) 2014. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psych injury/ psychological or psychiatric problems condition: depression"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("mental anguish"), nausea ("nausea") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), genital haemorrhage ("general abnormal bleeding"), back pain ("back pain") and migraine ("migraines / headaches"). The patient was treated with surgery (essure removed). Essure treatment was not changed. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, back pain, depression, female sexual dysfunction, anxiety, migraine, nausea, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: there were approximately 8 trailing coils on the left tube and 3 trailing coils on the right tube. Anticipated or scheduled date for removal : (B)(6) 2020 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2017: impression: 1 no clearly acute process identified no bowel obstruction, drainable fluid collection or focal area of inflammatory change. Appendix normal. 2 no obstructing 5 mm stone left kidney 3. Fatty infiltration of the liver. 4 status post cholecystectomy and probable essure procedure involving the right fallopian tube. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2020: plaintiff fact sheet & mr received: lot no. Was added. New events - abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: depression and mental anguish, migraines / headaches, nausea, fatigue, weight gain / loss specify which one: weight gain were added. Reporter's information, patient demography, medical history, lab data, concomitant drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.